Manufacturer narrative:
(B)(4). CAPA: the event is expected. No corrective or preventive action will be initiated. Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious event of implant site ischemia was considered expected and possibly related. Potential contributory factors include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Additional information has been requested. Additional comments:none.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-apr-2017 by a nurse which refers to a female aged unknown. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with unknown amount of emervel deep (lot unknown) to nasolabial folds with unknown needle and unknown technique. On the same day ((B)(6) 2017), the patient experienced vascular occlusion(implant site ischaemia). The patient was injected with two vials of hyalase (hyaluronidase) and patient spent the night in hospital for observation. Improvement to tissues noted. More hyalase injected over the weekend of ((B)(6) 2017) with the intention for the patient to be reviewed by additional doctor (as prescribing doctor unavailable over the weekend). Further information has been requested. The reporter assessed the case as serious due to the hospitalization and the medical intervention required to prevent permanent damage. Outcome at the time of the report: vascular occlusion was recovering/resolving.

Manufacturer narrative:
(B)(4). CAPA: no new information. Manufacturer narrative: no new information. Pharmacovigilance comment: no new information additional comments:qmed made several attempt to contact the reporter for follow-up and was unable to connect with her.

Event description:
Case (B)(4) is a spontaneous report sent on 20-apr-2017 by a nurse which refers to a female aged unknown. A follow-up report was sent on 27-jun-2017 by qmed. No information about medical history, concomitant medication, history of allergies or previous filler treatments. On (B)(6) 2017, the patient received treatment with unknown amount of emervel deep (lot unknown) to nasolabial folds with unknown needle and unknown technique. On the same day ((B)(6) 2017), the patient experienced vascular occlusion(implant site ischaemia). The patient was injected with two vials of hyalase (hyaluronidase) and patient spent the night in hospital for observation. Improvement to tissues noted. More hyalase injected over the weekend of ((B)(6) 2017) with the intention for the patient to be reviewed by additional doctor (as prescribing doctor unavailable over the weekend). Further information has been requested. The reporter assessed the case as serious due to the hospitalization and the medical intervention required to prevent permanent damage. Outcome at the time of the report: vascular occlusion was recovering/resolving. Track list: v.0 initial v.1 27-jun-2017 version created to submit final report to tga. No additional information has been provided by the reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments.